Event description:
The customer reported that he called the paramedics after experiencing hypoglycemia. The customer stated that he had treated for high blood glucose levels, and he gave himself too much insulin. The customer's blood glucose reading was 20 mg/dl when he called the paramedics. The customer took a glucagon injection and drank soda. When the paramedics arrived his blood glucose was 217 mg/dl. The customer was not taken to the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.